Event description:
It was reported that they were having low flow issues with the arctic sun device. Stated when testing the fluid delivery line (fdl) valves as part of the 6-month maintenance, all of the valves were reading less than -3 psi. Discussed this was likely a failed circulation pump. Discussed with them either the 2000-hour service or replacing the components onsite. Stated they would discuss repair options with management. Per wo changes on 15aug2024, it was reported that they would like for a quote for depot service, no loaner requested at this time. Per follow up information received on 04nov2024, it was reported that the sample received, and no patient involved at the time of the malfunction.. Per sample evaluation results on 21nov2024, it was noted that the unit tripping breaker when fill tube was cleared. Test chiller pump installed in decontamination. 2 tank gaskets separated from tank. Erratic flow rate after preventive maintenance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There was no patient involvement. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue could not be determined. The device was evaluated upon receipt. 2 tank gaskets separated from tank. Replaced 2 tank gaskets. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were having low flow issues with the arctic sun device. Stated when testing the fluid delivery line (fdl) valves as part of the 6-month maintenance, all of the valves were reading less than -3 psi. Discussed this was likely a failed circulation pump. Discussed with them either the 2000-hour service or replacing the components onsite. Stated they would discuss repair options with management. Per wo changes on 15aug2024, it was reported that they would like for a quote for depot service, no loaner requested at this time. Per follow up information received on 04nov2024, it was reported that the sample received, and no patient involved at the time of the malfunction. Per sample evaluation results on 21nov2024, it was noted that the unit tripping breaker when fill tube was cleared. Test chiller pump installed in decontamination. 2 tank gaskets separated from tank. Erratic flow rate after preventive maintenance.